Event description:
It was reported that the patient experienced dizziness due to ventricular tachycardia (vt) that the patient's implantable cardioverter defibrillator failed to deliver high voltage (hv) therapy for. No intervention was performed. The patient was stable.